Event description:
On (B)(6) 2010, the lay user/patient in india contacted lifescan (lfs) to report the one touch ultra meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On an unspecified date, the patient obtained the pre-dinner blood glucose reading of 427 mg/dl on the reported meter, which was inaccurately high compared to her expected values. Based on this reading, the patient took an increased dose of insulin: 16 units n insulin instead four units, and eight units r insulin instead of four units. Afterwards, the patient experienced the symptom of shaking. The patient did not seek any medical attention or treatment. The patient's usual insulin regimen is four units n insulin and four units r insulin. During the troubleshooting telephone call, the customer service representative determined the patient's test strips were in good condition and within opened expiration dating. The csr also determined the meter was programmed for the incorrect calibration code number for the lot of test strips in use, which can cause inaccurate readings. The patient had not programmed the reported meter with the correct calibration code number. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking an increased dose of insulin based on an elevated meter reading. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.(B)(6). Gender: female.(B)(6).